Event description:
It is reported that "the cover of connector was found broken mark, and the catheter was broken. The port had been implanted in the pt for 1 year." This event occurred in 2004, but reported to hdc 4 months later.

Event description:
Response: the report submitted by hdc did not indicate that the sample was available. To date only a picture of the device had been sent to hdc. Hdc has carried out the following actions so as to acquire the sample: a) provided a return authorization number (RMA#) and a copy of hdc sample return policy to facilitate the return of the sample; b) sent e-mails dated 8/17/2004, 9/22/2004, and 10/12/2004. Despite the efforts so far the product sample has not been received. Hdc will continue its efforts to acquire the sample or an explantation about its whereabouts. Response: hdc has done the following evaluation: we a) reviewed the lot histories for the product since 10/2001: all the lots met manufacturing and quality inspection criteria; b) analyzed complaints related to this product as compared to the number manufactured: based on the investigator "a total of three hundred and ten (310), 700-05-16 were manufactured. This is the first and only complaint we have seen with this product." (The statement is related specifically to product #700-05-16.) C) analyzed the data from post sterilization inspection testing: the mean elongation was 632%, with a standard deviation of 63.40, and the mean tensile strength was 8375 lbs or 38.9 n: (standard deviation was 1.76 lbs.) As previously mentioned the products met specifications. Reviewed the data in the specific complaint file. Based on all the info available, including the above, there is no indication that the event is attributable to the product. Response: the labeling for the device does not state the expected frequency of the event, 'cover of connector found broken' after one years insertion. The risk analysis for the product line states that the probability of this occurring is low, a numeric rating of 1. Where the event occurs the level of concern is major especially if it leads to a MDR. The analysis also suggests that the cause of the eent is related to the end user. Based on the frequency describeb above (for product # 700-05-16), one of 310, the frequency is regarded as low, continuing previous trends. The data shows that there were 2 chemo-port breaks / disconnection in 2003, and 2632 manufactured. This gives a ratio of 0.075%. During the period 1997 to 2002, the ratio of connector complaints to all chemo-ports sold was 0.0962%. Reports generally, and mdrs specifically, are evaluated based on hdc procedures qcp-001, complaint handling, and qcp-153, (formerly-041), MDR reporting. Evaluation normally includes collection of data from the user, sample testing, device history records examination, and similar activities. Recently, hdc has adopted a root cause analysis approach which includes more in-depth data collection from the user, comprehensive investigation of the eent and related circumstances, identifying the root cause of the problem and any corrections needed and making recommendations. From the analysis done of this MDR report so far this has to be categorized as an unusual event, which will be followed up: no further conclusion can be drawn at this time.